Event description:
The reporter stated that during a change of the biopatch dressing on a peripherally inserted central catheter (PICC) the blue layer separated from the rest of the biopatch and got stuck around the catheter. The catheter was being pulled, and the nurse had to stop the removal of the biopatch so that the catheter would not be pulled out. It was difficult to remove the biopatch from the tegaderm as the catheter sits inside the biopatch slit. The PICC was caught in between the blue layer of the biopatch and the tegaderm. The biopatch dressing was soiled and had been in situ for less than seven days. There were no adverse consequences for the pt.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.